Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2011) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol bd 3dmax mesh (device 1). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (x2) (bilaterally) on (B)(6) 2016 and ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh (x2). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax meshes (device 1 and 2). Per operation (op) notes, "on the right inguinal region, a small indirect inguinal hernia defect was noticed. The hernia sac was reduced from the defect. A 3dmax (device 1) was placed in the preperitoneal space and tacked medially to coopers ligament. On the left inguinal region, a moderate sized direct defect was noted containing preperitoneal fat. This all were reduced. The cord was dissected from the peritoneum. A 3dmax (device 2) was placed in the preperitoneal space and tacked medially to coopers ligament." On (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent laparoscopic repair with implant of ventralight st (device 3). Per op notes, "the recurrent hernia was noted superior and lateral to his previous repair. The old mesh (device 2) had rolled medially leaving the lateral aspect of the internal ring and exposed. The bowel was reduced from the hernia sac. Peritoneal flap was raised. A large cord lipoma was stripped away back to abdomen. A ventralight st (device 3) was placed over the repair site with the medial aspect covering the old mesh (device 2) and extending to coopers ligament using sutures."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (x2) (bilaterally) on (B)(6) 2016 and ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh (x2). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.